Event description:
A baxter representative reported to customer service a pump with failure code 810:11. This failure code occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported failure code 810:11 was confirmed. Inspection of the device found that the cause of the failure code was due to the air in line printed circuit board being out of calibration. The air in line printed circuit board was recalibrated. The device was returned to the customer fully operational.